Manufacturer narrative:
Due character limit e1 event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use cs100 intra aortic balloon pump (iabp), the screen went black after the instrument was turned on, but there were no casualties.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion), h11. A getinge field service engineer (fse) observed the device and stated that the instrument cannot be turned on, the screen goes black, and the instrument backend cannot be entered. Checked that the ac power was input, but the power box has no voltage output. Perform a simulated forced start-up, but the power box still has no power output. Gave the customer a quote, but the repair price was high and the customer did not want to repair. Since the instrument cannot be turned on, the repair checklist cannot be provided. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a